Event description:
It was reported the customer received a missing bolus alarm. The customer was advised the alarm was a reminder that they did not receive a bolus at a certain time. The customer stated they did not change the settings on their insulin pump. Customer also stated they did not know how to bolus. Customer's blood glucose was 131 mg/dl. The customer stated they would treat their blood glucose with 35 grams of carbohydrates. Customer was assisted with their bolus wizard. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.